Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. D4 batch # unk. B3: unknown; captured as awareness date. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 12 days after the robot assisted proximal gastrectomy, leakage occurred. In initial operation, the surgeon performed the esophagus resection without removing the stomach tube, so the operation was converted to open total gastrectomy to complete the case. The leakage was occurred from the esophagus-jejunum anastomosis site. The patient was stable until post-op 8 days, but the leakage occurred at post-op 12 days. Right chest drainage was placed, and ileus tube was inserted through the nose for the treatment. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2023, additional information was requested and the following was obtained: were there multiple procedures? Was there a reoperation performed? What medical or surgical intervention did the patient receive to address the concerns with the leak?: no reoperation. The drainage and ileus tube was placed. What were the indications for surgery?: the sales rep tried to get the additional information, but the detailed information was not gotten. Was a leak test performed?>the sales rep tried to get the additional information, but the detailed information was not gotten. If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? =>the staple formed properly. How was the leak identified?: the sales rep tried to get the additional information, but the detailed information was not gotten. What was observed at the site of the leak upon reoperation? =>no reoperation. How was the leak addressed?: drainage." Additional event information the device was used for cutting the esophagus, and for the total gastrectomy after opening the abdomen. It is unknown that the anastomosis device or the psee60a was used on the esophagus-jejunum. The patient is taking the treatment with a ventilator in the ICU. The staple of psee60a were not unformed.